Manufacturer narrative:
Tandem technical support followed up with the customer, and the customer¿s bg levels had returned back to target. The customer was to be released after they received a replacement pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, but the customer does not know whether the issue was pump related or not. Treatment was administered via intravenous drip, and the issue resolved.